Manufacturer narrative:
Update to b1 (report type), d4 (expiration date, and unique identifier [UDI] number), h4 (device manufacture date) and h10 to reflect engineer evaluation. The sapien 3 valve was not returned as it remains implanted in the patient. A device history record review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the reported event. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The complaint for regurgitation post implantation was unable to be confirmed due to unavailability of medical record and relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Per the instructions for use (IFU), valve regurgitation, including paravalvular leak (pvl) and transvalvular leak (central), are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, 'approximately 8 years and 2 months post implant of a sapien 3 valve in the aortic position, a 2nd sapien 3 ultra resilia valve was implanted due to regurgitation. The sapien 3 ultra resilia valve was successfully implanted. The regurgitation has not been confirmed.' In this case, due to limited information provided, a conclusive root cause was unable to be determined at this time. Despite multiple attempts, no other information was forthcoming. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported through implant patient registry, thv, approximately 8 years and 2 months post implant of a sapien 3 valve in the aortic position, a 2nd sapien 3 ultra resilia valve was implanted due to regurgitation. The sapien 3 ultra resilia valve was successfully implanted. The regurgitation has not been confirmed.